Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: per visual inspection; there was no physical damage to the device. A "high pressure" alarm was recorded in the event log multiple times, and the reported issue was confirmed. The root cause of the event is considered to be other than the device. The pump passed all functional tests with no problem therefore, no repair was provided to the device because no anomaly was observed. No previous repair history related to the current complaint was noted for the last twelve (12) months.

Event description:
It was reported that a high-pressure alarm occurred. The fault occurred during infusion. There was a patient involvement, but no harm or adverse event reported.